Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked pump case, cracked battery compartment, display lens crack and leak, and moisture contamination throughout the pump that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the pump case cracked at the top front case seal, the display lens cracked around the perimeter, and the battery compartment cracked. The keypad was intact with the ok button unresponsive and the up and contrast buttons intermittently responsive. The keypad was removed for investigation and contamination was found under the contrast, up, and down buttons. A leak was found at the top right hand side of the lens. The pump was opened and moisture contamination was seen on the keypad connector, display, flex, and throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.